Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-70, serial#: (B)(4). Description: covered ge 32, 70 cm 4x8 surgical lead the explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing. A review if the sterilization record documentation. For the devices was found to be satisfactory.

Event description:
A report was received that the patient developed an infection at the ipg and lead site after his initial surgery. The infection was not device related and no device malfunction was suspected. The patient underwent an ipg and lead replacement procedure. The patient was reportedly doing well postoperatively. No further information could be obtained by the bsn rep.